Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys cortisol ii on a cobas 6000 e 601 module. The sample initially resulted in a cortisol value of < 0.109 ug/dl accompanied by a data flag. The initial value was reported outside of the laboratory and questioned by a doctor. The sample was repeated twice, resulting in values of 12.08 ug/dl and 12.52 ug/dl. The repeat results were deemed correct. The cortisol reagent lot number was 56080601, with an expiration date of 31-jul-2022.

Manufacturer narrative:
The customer stated that controls were acceptable. The last calibration performed on (B)(6) 2022 was ok. The field service engineer checked the analyzer and verified there were no issues. Precision studies were performed and passed successfully. The investigation could not identify a product problem. The cause of the event could not be determined.